Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator states their symptoms are worse than before getting the device and has been doing terribly. Urinary incontinence was noted. The patient denies pain or foul odor with urination. The representative suggested turning off the device to rule out stimulation issues. Troubleshooting steps were taken to advise the patient on how to turn their stimulation off. They were also advised to hold off stimulation for a week, and a representative would follow up to assess their progress and determine next steps. There were no additional patient complications.

Event description:
It was reported that a patient with this neurostimulator states their symptoms are worse than before getting the device and has been doing terribly. Urinary incontinence was noted. The patient denies pain or foul odor with urination. The representative suggested turning off the device to rule out stimulation issues. Troubleshooting steps were taken to advise the patient on how to turn their stimulation off. They were also advised to hold off stimulation for a week, and a representative would follow up to assess their progress and determine next steps. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available, the patient was experiencing lack of efficacy/urinary incontinence. The cause of the lack of efficacy/urinary incontinence could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.